Event description:
It was reported that the patient had experienced discomfort and pain at the pocket site since implant, regardless of what position he was in or whether he had clothes over it or not. The patient had turned his stimulation off and still had no relief. It was noted that the patient had a red line where the incision was and didn't know if it was supposed to be red for so long. Additional information received from the hcp reported that the cause of the event was unknown. There were no programming issues. The ins and lead were explanted, and no infection was noted. The patient did not require hospitalization.

Manufacturer narrative:
(B)(4): lead model 3889-28, lot# v792267, implanted: 2011-(B)(6), explanted: 2012-(B)(6); programmer model 3037, serial# (B)(4).